Event description:
The customer reports a nonspecific issue. The unit was sent to a covidien service center for repair. Upon triage, the service tech found the scd pump failed a hipot test due to a burnt power cord.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion.